Event description:
It was reported by service report that the legs were making a grinding noise and will not retract to load into ambulance. No adverse consequences have been reported.

Manufacturer narrative:
Retract.